Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient went into dka, experienced a blood glucose (bg) value of 584mg/dl with chest pain and was hospitalized. The patient reportedly was disconnected from the pump at the hospital and was treated via insulin drip. The patient reportedly was unable to get better control of her bgs when she was on insulin pump therapy. It was noted the patient was transferred to a different hospital where she underwent a triple heart bypass. It was noted that the patient was released from the hospital on (B)(6) 2013 and the patient wanted to remain on the alternate treatment and did not resume insulin pump therapy. The patient stated that her bgs have always fluctuated to a range of 200mg/dl to 300mg/dl and sometimes in the low 40¿s prior to her being on the pump, when she was on the pump and at the present time. The patient reportedly was on the pump for 4 months and never adjusted the pump¿s settings. The patient reportedly had 7 cardiac stents at a time over 10 years ago. It was noted that the heath care provider was unsure what the cause was for the patient¿s fluctuating bgs. This complaint is being reported because the patient experienced a bg excursion event while using insulin pump therapy. It was noted that troubleshooting was unable to be performed on the pump, the patient decided to keep the pump and the supplies and there was no indication what the cause was for the patient's reported event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.